Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, activation tone was heard without pressing cut/coag button of pencil. The procedure was completed without using another device. No patient harm. Generator was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. An electrode was sent. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned product met specification as received. Visual inspection found no defects. Visual inspection found no defects with the returned device. The electrode was inserted into the device, and the device was plugged into a generator. The generator recognized the device and activated with satisfactory results. Continuity is verified by observing electrical arcing at the screw in the cut and coag modes. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.